Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: supracervical hysterectomy. Event description: the white housing was pushed through when a grasper went through. Dr. [Name] believes this was during a cervical hysterectomy so they would need to have suture through trocar. A similar incident was reported on 13jan2025. They were pulling the needles through our 8mm trocar, the white seal housing was pulled out of the trocar and into the patient. Additional information provided by applied medical representative on 17jun2025: the entire seal housing or cap detached. The seal pushed through the trocar. Additional information provided by applied medical representative on 18jun2025: the c0q19 device that malfunctioned was not a sample unit. The lot number is 1546024. Intervention: all parts were recovered and saved. Patient status: fine.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear component. Visual inspection confirmed the complainant¿s experience of shield dislodgment. The clear component was identified to be a shield, an internal plastic component of the seal. Based on the condition of the returned unit and description of the event, it is likely that the dislodged shield was caused by the non-axial insertion or removal of asymmetrical instruments. Applied medical¿s instructions for use (IFU) states that ¿extra care should be used when inserting angular and asymmetrical instruments, such as ¿j¿ hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing.¿ applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: supracervical hysterectomy. Event description: the white housing was pushed through when a grasper went through. Dr. [Name] believes this was during a cervical hysterectomy so they would need to have suture through trocar. A similar incident was reported on (B)(6) 2025. They were pulling the needles through our 8mm trocar, the white seal housing was pulled out of the trocar and into the patient. Additional information provided by applied medical representative on 17jun2025: the entire seal housing or cap detached. The seal pushed through the trocar. Additional information provided by applied medical representative on 18jun2025: the c0q19 device that malfunctioned was not a sample unit. The lot number is 1546024. Intervention: all parts were recovered and saved. Patient status: fine.